Event description:
It was reported that the device was not sensing as expected. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was removed due to a system upgrade replacement. During the procedure a left ventricular lead was attempted but could not advance to the target branch of the heart. The lead was not used and a new lead implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.